Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged exposure to moisture, cosmetic damage at the back side of case, and unexpected battery power loss found on 06-oct-2021. Unable to perform displacement test due to early seating during prime seating. Pump fails self test due to pump error 75. Performed active current and sleep current test in response. Pump passes active current test, fails sleep current test. Device successfully downloaded to thus. Confirmed pump error 75 on 06/06/2022 at start time 06:11:47.000. The following power alarms/alerts were noted on event date in history files: replace battery alert [73] on 10/06/2021 at start time 03:00:02.000, replace battery now alarm [11] on 10/06/2021 at start time 03:31:00.000, power loss alarm [6] on 10/06/2021 at start time 03:42:17.000. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to moisture damage on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor assembly, force sensor, keypad flex connector, harness vibrator assembly, and lithium battery. The following were noted during visual inspection: cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, serial number label missing, and cracked retainer. Exposure to moisture confirmed on electronic assembly. Cosmetic damage confirmed at the back side of case. Unexpected battery power loss and pump error 75 confirmed due to moisture damage on electronic assembly. Labeling anomaly unknown due to missing serial number label. Prime/fill anomaly due to moisture damage on motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not working and the insulin pump was expose to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.